Manufacturer narrative:
No information regarding the return of this device was received. Upon further information this investigation will be updated.

Event description:
It was reported that an increase in pacing thresholds was noted when it comes to this device. The outputs were increased and the longevity dropped post programming from 1.5 years remaining to less than .5 years remaining. Boston scientific technical services (ts) recommended intensified follow up. Additional information noted that the device was explanted and replaced. No adverse patient effects were reported.